Event description:
Versajet adaptor would not fit into machine. It kept hitting something metal. The door was checked several times to make sure it was open to receive the adaptor. The doctor and the nurse attempted two different hand pieces and they were unable to install them properly. Our operating room staff has been using the versajet since it was introduced to the institution several years ago. It seemed that the hand piece is incompatible with the machine. The machine is unable to be used. Therefore did not come in contact with the patient and no injury occurred.